Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this lead had normal parameters at follow-up in (B)(6) 2017. Since (B)(6) 2017, impedances have been above 3000 ohms. It is not possible to determine if the impedance rise was sudden or gradual. There is no capture at 7.5v and the patient is not pacer dependent. The patient denies any falls or accidents. The patient is scheduled for another follow-up.

Manufacturer narrative:
On (B)(6) 2018 we were notified that this lead was capped and replaced on (B)(6) 2018. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available pacing impedance trend curve from (B)(6) 2017 to (B)(6) 2018 showed continuously values greater than 3000 ohms. Furthermore the values of the provided threshold test performed on the (B)(6) 2018 showed loss of capture at 2.75 v. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.